Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. A ra lead fracture was alleged to be the cause of the event, but was not confirmed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.